Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the doctor found ars leak during use on the patient. They changed a new one to resolve the issue. " there was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that"(B)(6) 2024, the doctor found ars leak during use on the patient. They changed a new one to resolve the issue. " there was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video shows the customer attempting to aspirate the arrow raulerson syringe (ars) with the 18ga introducer needle attached. Water does not appear to enter the syringe barrel. Therefore, the customer report is confirmed; however, a complete visual inspection to evaluate the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The IFU also states, "do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Air embolism can occur if air is allowed to enter a central venous access device or vein". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.